Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and a loss of bradycardia pacing. It was noted that previously capture failure was seen during vvi thresholds testing and intermittent capture on the holter monitor and most currently no capture failure was seen, and currently stable conditions were noted. The patient was being monitored and a technical review was requested. No adverse patient effects were reported. The rv lead remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and a loss of bradycardia pacing. It was noted that previously capture failure was seen during vvi thresholds testing and intermittent capture on the holter monitor and most currently no capture failure was seen, and currently stable conditions were noted. The patient was being monitored and a technical review was requested. Technical review suggested multiple stored events with non-physiological noise on the rv channel resulting in oversensing. Technical services (ts) recommended testing in both unipolar and bipolar configuration. No adverse patient effects were reported. The rv lead remains implanted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and a loss of bradycardia pacing. It was noted that previously capture failure was seen during vvi thresholds testing and intermittent capture on the holter monitor and most currently no capture failure was seen, and currently stable conditions were noted. The patient was being monitored and a technical review was requested. Technical review suggested multiple stored events with non-physiological noise on the rv channel resulting in oversensing. Technical services (ts) recommended testing in both unipolar and bipolar configuration. Additional information noted a noise test was conducted and 'n' markers could not be confirmed. Unipolar and bipolar tests were performed at the arrhythmia clinic and no abnormal results were seen. When testing the ventricular thresholds loss of capture continued to appear in vvi mode and capture was reported when progressing to ddd mode. A request for ts review was needed. Ts noted that an x-ray of the system showed fully inserted leads, and the portion of the lead visible around the device did not appear have to compromised integrity. Ts noted that in spite of not being able to recreate noise/artefact, the evidence provided in combination with stored electrocardiograms showed noise/artefact was suggestive of a compromised rv lead. There was inconsistent capture, noise/artefact resulting in oversensing, and with the way the device records weekly averages for daily measurements it can be difficult to conclude concretely the root cause. No adverse patient effects were reported. The rv lead remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.